Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were not able to use the meter because the pt's hands shake too much to complete a blood test. Their meter allegedly would not complete a test since the pt was not able to apply the blood. Not able to get a blood reading on meter. The result on the ER meter was unknown. The time difference between patient's meter and ER meter was unknown. Treatment was unknown. Customer suggest that the MFR improve the MFR's product, the pt was not able to apply blood on strip and was admitted at hospital, 2-3 days later the pt went to a coma and the pt states that it was because hospital personnel failed to check the pt's blood and medication. No further information has been reported.